Event description:
The customer reported the system was slow to boot, and at times would not boot at all. This resulted in a loss of imaging functionality. This could cause the delay of cancellation of a procedure. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were reseated, the battery was replaced, and the bios were reset during the service call. The system was tested and found to be working as intended and put back into service.